Event description:
The customer contact reported a death while the pump was in use. The pump was being used to deliver an unspecified medication. No specific programming parameters were provided. After an unspecified length of time in use, it was reported the pt expired. No specific event details were provided. The customer contact reported, "the event, a death, seems not to be related to the pump, however, we cannot figure out what happened." On an unspecified date, it was reported that unspecified blood and urine test were performed to determine the cause of death; however, the results are pending. During testing at the user facility, the customer contact reported that "nothing out of the norm" was found. Multiple unsuccessful attempts have been made to obtain add'l info.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.